Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient underwent a cardioversion due to an atrial fibrillation. Upon device interrogation performed before the procedure, all measurements were within normal range. Nevertheless, upon device interrogation performed after the cardioversion, no sensing amplitude could be measured for both leads. The threshold and impedance measurements were within normal range and the parameters have not been changed compared to prior to the cardioversion. After the device was reprogrammed in vvi pacing mode, all measurements were within normal range. The device was then reprogrammed to the initial parameters and normal operation was observed. Review of the provided patient files revealed that some episodes recorded in the device memory showed simultaneous noise oversensing on both atrial and ventricular channels. Preliminary analysis results showed that the origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient underwent a cardioversion due to an atrial fibrillation. Upon device interrogation performed before the procedure, all measurements were within normal range. Nevertheless, upon device interrogation performed after the cardioversion, no sensing amplitude could be measured for both leads. The threshold and impedance measurements were within normal range and the parameters have not been changed compared to prior to the cardioversion. After the device was reprogrammed in vvi pacing mode, all measurements were within normal range. The device was then reprogrammed to the initial parameters and normal operation was observed. Review of the provided patient files revealed that some episodes recorded in the device memory showed simultaneous noise oversensing on both atrial and ventricular channels. Preliminary analysis results showed that the origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.